Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the patient line of a homechoice automated pd set with cassette during fill one of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical service representative (tsr) was unable to troubleshoot the setup as the patient declined to do any troubleshooting. The tsr assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.